Event description:
The manufacturer received a report alleging that the power button on a trilogy evo ventilator was not functioning. No additional details were provided at the time of the report. There was no harm or injury reported. The ventilator was returned for evaluation; however, the investigation has not yet been completed. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received a report alleging that the power button on a trilogy evo ventilator was not functioning. No additional details were provided at the time of the report. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During the evaluation, the customer¿s complaint was confirmed. The power button was found to be stuck due to contamination with sticky residue. Additional components were also observed to be contaminated with residue. Replacement of the front panel was required due to the stuck and contaminated power button. In addition, conditions unrelated to the reported malfunction were identified during the evaluation. The internal battery pack and particulate filter required replacement as part of preventive maintenance. The blower assembly required replacement due to an error indicating the motor exceeded its maximum speed of 50,000 rpm for a period of time and due to abnormal noise. The blower bellows seals and blower mount were observed to be yellowed and contaminated. The proportional valve and 3-way solenoid valves were also contaminated and were replaced as part of preventive maintenance. Additional contamination was observed on several components, including the internal battery door, base assembly, retention plate, and rear cover, which contained sticky residue. The cooling fan assembly and fan retainer were contaminated with dirt. The main housing exhibited yellow smoke contamination and sticky residue. The device flow sensor was also found to be contaminated. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.